Event description:
Jaw broke in pt. The instrument broke at the connection to the main piece, while they were grasping during a lap chole procedure. Two x-rays were taken to locate the broken piece. Surgery was delayed 35 mins to retrieve the broken piece. The pt did not suffer any adverse effects as a result of this incident.